Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she thought she hurt her back, she has weird shooting pains. Patient stated this started saturday, she took a step, felt a shocking feeling, now it takes a half hour to get to bathroom. The patient stated her implant site was sore and tender. Patient stated it was in her lower half, from her pubic bone down, above her hips down, shooting pain in both legs. Patient stated it seems like the machine (ins) was going haywire, her butt cheeks have been contracted for 3 days. There was no fall or trauma neither reported nor exposed to an environmental area recently, however patient recall lifting her grandchildren. Patient stated she wanted to use her patient programmer (pp) to turn stim down but the pp batteries are dead and she does not have any to replace them with. Patient will get new batteries and try using pp to see if turning stim down or off will help. The symptom reported were experiencing the following symptoms back pain/shooting, shocking feeling from hips down/ins site tender/butt cheeks contracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.